Manufacturer narrative:
The reported event is inconclusive since the device was not returned for evaluation. A potential root cause identified was "tip not smooth or rounded". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile: unless package is opened or damaged. Warnings: do not use ointments or lubricants having a petroleum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the catheter was hard and had a spur at the end.